Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy0662 showed twenty seven other similar product complaint(s) from this lot number.

Event description:
It was reported that the connector for the extension tubing was unable to be engaged securely. It was reported this occurred with five devices. This report addresses the fourth device.